Event description:
It was reported that testing could not be performed and battery data could not be retrieved during interrogation. There were no alerts and the device did not appear to have had an elective replacement indicator (eri) trip. Previous interrogation in 2008, showed battery data of 2.54 v, 10 ua, and 14.7 k, with an estimated remaining longevity of 0.5 years to eri. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.